Event description:
I purchased one of your rest assured mouth protectors at a (B)(4) store in (B)(4). It fit very well but after 2 weeks it came apart. The soft part separated from the harder part. I am using a different style mouth protector but liked yours better. Would like to get a replacement that will last longer. Thank you in advance.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.